Event description:
During suctioning of a pt, users reported the 3100a'a oscillatory driver stopped suddenly and they were unable to get the 3100a to repressurize and restart. The pt was placed on another 3100a without compromise.